Event description:
Customer reports that the tip of the disposable cannula broke off during arthroscopic shoulder surgery. Surgeon was unable to locate the broken piece. A back up cannula was available, therefore there was no delay. No pt injury has been reported to date.